Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that the catheter became stretched. The target lesion was located in the uterus. A 115/20 renegade hi flo was selected for fibroid embolization. During preparation, the technician tried to flush the hoop on both sides to get the catheter out. When it was pulled out, it was noted that the catheter became stretched. Procedure was completed with another of the same device. No patient complications were reported and the patient's condition is fine. However, device analysis revealed a broken shaft.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. There were 4 breaks in the catheter shaft. The first was present 32.2cm from the proximal end and 4.6cm of braid was exposed. The second was present 1.2cm distal to this point with 0.7cm of braid exposed. The third was present 17.6cm distal to this point with 0.2cm of braid exposed. The fourth was present 67cm from the distal end with 12cm of braid exposed. The shaft was stretched either side of the 4th breakage point. A dimensional inspection was carried out. The overall length and the working length could not be measured as the unit was broken. All other dimensions which were measured were found to be within specifications. A coating confirmation test revealed coating damage was evident along the coated length indicating excessive force used in attempting to remove the microcatheter from the dispenser coil. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).